Event description:
Sales rep reported on behalf of the customer that both centraliser were found to be missing upon opening of the packaging. Another device was opened and the procedure completed without any delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.